Event description:
It has been reported to philips that the touch screen module (tsm) is not booting up. Unable to use the system. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that date and time on system changed to 2006. Upon functional testing, single board computer bios battery voltage was too low. Fse replaced the bios battery which was provided by customer, corrected date and time of the system and reloaded board software on to both touch screen module (tsm). After testing the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.